Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent loss of ventricular sensing. Upon reviewing merlin.net transmissions, there were r-waves that were not being sensed and it was not a true pause. No programming change was planed. There was no patient adverse symptoms. The patient will continue to be monitored.